Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00708.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using pod coils and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced a pod coil into the target vessel using the microcatheter; however, the physician was not satisfied with the placement of the pod coil and wanted to place it more distal to the aneurysm. While retracting the pod coil to reposition the microcatheter, resistance was encountered and subsequently, the pod coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the pod coil was flushed out. While advancing a new pod coil through the microcatheter, the pod coil unintentionally detached inside the microcatheter prior to exiting the microcatheter; therefore, the microcatheter containing the detached pod coil was removed. The procedure was completed using a new pod coil and a new microcatheter. There was no report of an adverse effect to the patient.